Event description:
Following a new pump and catheter implant, the patient reported that he fell. After the fall, the physician took an x-ray of pump (date not reported) and determined that there was no damage to it from the fall. The patient symptoms were reported to be dizziness, nausea, and sweating. He stated he collapsed three times and injured his head. The patient said the physician believed the pump was causing the dizziness, nausea and sweats. The patient was admitted to the hospital. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.